Event description:
It was reported that the batteries are only lasting 3-4 days in the insulin pump. Nothing further was reported.

Manufacturer narrative:
The display was blank and the idle current was high due to moisture damage on the electronic and motor assemblies.